Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed broken wires at a contact pad. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed corrosion on some electrode wires. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The date of this initial report is corrected to (B)(6) 2021. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient has experienced decreased performance. A review of the test data indicates impedance issues. Revision surgery is scheduled.